Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The puncture was reported to be an antegrade. Per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients with antegrade punctures. (B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulty; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The other perclose proglide device was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices were attempted in an antegrade puncture in the right common femoral artery using the preclose technique prior to treatment of the popliteal aneurysm. The arteriotomy was 12fr. Reportedly, cuff misses occurred with the proglide devices. Two additional proglide devices were used to achieve hemostasis. There was no reported adverse patient sequel. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.